Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the cause of the flipped pump was not determined. No other actions were taken to resolve the issue and it had not been resolved yet. The device has not been explanted and it was unknown if it would be revised in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was not able to refill the patient's pump. They were also unable to interrogate the pump. An x-ray was taken and it was confirmed that the pump had flipped. There were no external factors that contributed to the event. The patient will contact a surgeon. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if it was planned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.